Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. It was also received with moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. They were unable to perform the displacement test due to a blank display. The insulin pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called in to report that he fell into water and his insulin pump quit working. The customer also reported a button error alarm after fluid exposure. The customer's estimated blood glucose level was 109 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.